Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer observed an event code logged in the device's memory. The event code logged in the device's memory is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.